Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the patient experienced intermittencies with the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains and there are plans to explant the device and reimplant the patient with a new device; however, yet to occur as of the date of this report.